Event description:
A ventilator was evaluated by a field service engineer for service. There was no harm or injury reported. During the evaluation of the device, "service required" codes were found in the ventilator's downloaded event log. The device's oxygen blending module assembly, system board and oxygen blending module harness need replaced to address the issues. The device's oxygen sensor failed to calibrate. The device's oxygen sensor needs replaced to address the issue.